Manufacturer narrative:
Concomitant medical devices: 945eclc: controller 945eclc eclipse, s/n (B)(4), lot 206744915, manufactured: 02/27/2013, 510k: k050798. Product evaluation: analysis results not available; device not returned for evaluation.

Event description:
It was reported that "a significant full thickness burn was noticed upon un-draping the patient by csi rn, and the surgical team reviewed. An assumption was made by the resident that it was caused by neuromonitoring while in the MRI." After wound care and plastics consult the patient is now doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.